Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted were reviewed ((B)(4)) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. It was reported that all hardware was removed in a revision surgery on (B)(6) 2018. Although a number of factors could have contributed to the removal of the hardware, additional information indicates the patient was revised due to the unsatisfactory results of the initial correction. No malfunctions have been alleged/found with any tmc hardware which was confirmed upon hardware removal. Based on the available information, there was no fault with any tmc hardware nor was it a determining factor for performing the revision surgery as initial correction was the issue. The patient's bones were partially fused and the failed correction was addressed with non-tmc hardware. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery on (B)(6) 2018, all hardware was removed in a revision surgery on (B)(6) 2018. There was no other report of any patient impact or injury as a result of this event.